Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# erkod 1.5 -11599 (erkodur) was manufactured from march 22, 2021 and was assigned an expiration of march 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: no device has been returned from the customer. There have been attempts to establish communication with the provider but there has been no response. A call to the office was made and confirmed the correct email address and are awaiting a response. However, the non-visual device investigation has been completed. Root cause : a root cause for this complaint cannot be explicitly determined since the investigation was inconclusive. Supplier erkodent reviewed the incident details and determined this case speaks more for a mechanical irritation. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The exception of serial number as the device is manufactured by prescription . The device is manufactured by prescription and not implantable.

Event description:
It is reported that the patient had a reaction to the clear othro retainer. It is unknown when the patient first used the device, but experienced sores/ bumps inside the mouth, and all down the throat area (date unknown). The patient wore the device a few days and discontinued. The reaction lasted a few more days. The patient has an no allergies. However, the patient has a history of celiac disease. With regards to the device: there is no information regarding the care of the device.